Event description:
A customer reported an error with their continuous glucose monitor, specifically error 42, which required technical assistance. There was no adverse impact to the customer¿s blood glucose level as the pump reset resolved the issue without the error reappearing. The customer received guidance from technical support, who assisted them in resetting the pump, effectively addressing the reported problem.